Manufacturer narrative:
(B)(4). Date sent: 3/26/2024. Additional information was requested and the following was obtained: did the device complete the shot? The shot was complete. Were there any consequences for the patient or change in the patient's postoperative care as a result of the event? A./ yes, the patient decompensated in the surgery rooms due to the leak in the staple line, it was stabilized and the patient came out of surgery well, and is now at home. On which shot did this event occur (1st, 2nd, 12th, etc.)? R./ second shot. What was the appearance of the deployed staples (b-shaped, malformed, goal post/straight legs)? R./ b shape. Staple line interrupted? Are staples not present/visible anywhere on the staple line? A./ the staple line formed completely in the pulmonary vein. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 3/22/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9d064, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device complete the firing? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? On which firing did this event occur (1st, 2nd, 12th, etc.)? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the staple line of the pulmonary vein was not dry, it was decided to reinforce the staple line with manual suture, second case in the month. No patient harm was reported.